Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant procedure; physician attempted multiple times to place the lead on the right ventricle but the spiral head failed to be fixed. Lead malfunction was suspected. A new lead was used. Patient was stable. No adverse consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.